Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Upon review, pause episodes due to loss of tissue contact in the device pocket was noted. The device was newly implanted; hence it was discussed that these episodes would reduce in number or stop occurring, as the wound heals, and the pocket tightens. Programming changes were made and the device remains implanted. The patient was stable throughout.